Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of ¿generator unavailable¿ was not able to be confirmed. Analysis of the returned ipg found it was not able to be communicated with due to crc check failure. Daily battery log showed the device was logging up until on (B)(6) 2021, which indicates this is when the ipg entered the service application state. The battery voltage will continue to be logged as long as the ipg is in the therapy application state. Ipg logs were not able to be retrieved from the device and no cp logs were sent from the field for analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on 18 may 2022 wherein the entire system was explanted to address the issue.